Manufacturer narrative:
No device was returned for analysis, however two images were submitted for investigation. Visual inspection of the returned images confirmed the vacuum relief hole damage, it had been stretched. The results of the investigation regarding the pericardial effusion and insertion difficulty are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref 3005334138-2017-00266. During a pulmonary vein isolation for atrial fibrillation, a pericardial effusion occurred. While advancing the introducer toward the left atrium, the sheath tip would not enter the foramen ovale. The introducer was removed from the patient and the vacuum relief hole was stretched. The sheath set was replaced and the procedure continued. During ablation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The procedure was completed successfully.